Manufacturer narrative:
Siemens filed an initial MDR on 06-dec-2019. Additional information (03-feb-2020): a siemens customer service engineer (cse) was sent to the customer site and inspected the instrument. The cse replaced the waste pump tubing, syringe, and checked alignments. A buildup of waste was observed in the tube potentially causing probe rinsing issues and/or affecting reagent syringe performance related to reagent aspiration and dispense. The potential cause for the discordant results is unknown. The customer verified system performance and the instrument was returned to full operation. There have been no recurring issues post service. A potential product issue (ppi) was not identified. The instrument is performing within specifications. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant cardiac troponin I (tni-ultra) duplicate test results. Siemens is investigating.

Event description:
Discordant, cardiac troponin I (tni-ultra) duplicate results were obtained on two patient samples on an advia centaur cp instrument. The customer was unable to determine which of the duplicate results for each patient was reported to the physician(s). The customer runs all troponin test samples in duplicate. Quality control (qc) results were within acceptable ranges at the time of the incident. It is unknown if the patient samples were repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant, cardiac troponin I (tni-ultra) result.